Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
S/w 6.5v. Retainer ring = black. On (B)(6) 2021 customer called in with the following concern: customer reports pump dropped no visible damage, but since pump has been alarming battery failed alarm. Proceed it with the following testing to assure proper functionality of the unit. A full download of the unit was be done using (thump software). After battery installation unit gave a constant failed batt test alarm. Replaced multiple new batteries and new battery cap and unit persisted with failed battery alarm. During download review multiple failed batt test alarms were recorded on (B)(6) 2021. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assembly. Per visual inspection all connectors were plugged in properly and no moisture damage noted during visual inspection. After reinstalling electronic stack failed battery alarm persisted. Problem isolated to electronic assembly. No physical damage noted during visual inspection. In conclusion customer allegations are confirm. Unit was received with constant failed batt test alarm. Problem isolated to electronic assembly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.